Event description:
Pt presented to the ed on (B)(6) 2012, with complaints of weakness and nausea. Pt previously had biv ICD implanted on (B)(6) 2010. Unable to interrogate biv ICD. Per notes from medtronic rep, no device tone heard. ICD generator explanted on (B)(6) 2012. Random component failure.